Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd 9/2/2014 sales rep reported revision. Patient was revised to address pain and elevated metal ion levels. Upon revision, black staining on tissues was noted. There is no new additional information that would affect the investigation. This complaint was updated on 9/9/2014. Update 10/9/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, discomfort, and synovitis. No labs were provided for the alleged high metal ions. The stem is being added to the complaint. Medical records indicated the patient fell in (B)(6) 2011 and sustained a fractured greater trochanter. The fracture was treated conservatively. The complaint was updated on:11/2/2015.